Manufacturer narrative:
The device was returned to olympus for inspection. Reasonably known information suggests probable causes such as cause traced to component failure, expected or random component failure without any design or manufacturing issue due to stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of broken shaft and failed leak test. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, detached distal end was found. There was no patient involvement.